Event description:
On (B)(6) 2020 mepilex dressing was applied to left knee incision following knee replacement surgery. Dressing was removed (B)(6) 2020 by surgeon as planned. Several days prior to removal, I developed intense itching of skin under clear portion of dressing. No rash noted. On (B)(6) 2020 increased redness and irritation noticed at proximal portion of incision with small blisters containing clear fluid. Looked like incision and area around was sun burned. (No exposure to sun.) By (B)(6), entire length of incision was reddened and inflamed with tiny pin head sized bumps. On (B)(6) 2020 sent photos to surgeon's pa (at their request). Was told no worries. By (B)(6) wound was draining yellow fluid on to cotton cloth sleeve provided by md office. Seen by surgeon (B)(6) 2020 who felt to be irritation/adverse reaction to mediplex dressing. Continue to experience intense itching in area where clear portion of bandage was applied to skin. Nothing has been applied to surgical site (no lotions, creams, ointments). FDA safety report ID# (B)(4).